Event description:
It was reported that during a percutaneous coronary intervention (pci), the pressure guidewire went through one of the guide catheter's side holes and when it was pulled back through the side hole, the wire tip and sensor were observed to be damaged. Another pressure guidewire of the same model was used and the procedure was completed. No injury or adverse events were reported. The pt was released from the hosp according to the original treatment plan.

Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. During examination of the returned pressure guidewire, it was observed that the hypotube was kinked at multiple locations. The pressure sensor was cracked and the tip coil was stretched out just distal ot the sensor housing. The proximal coil was not fully engaged and was detached from the sensor housing thread and is approximately 0.1 cm protruding. When carefully examined no parts were noticed missing from the device. It is possible to cause the observed damage if the device is impacted, manipulated or if excessive force is applied. As reported by the user the wire went through one of the guide catheter's side holes and when it was pulled back through the side hole, the wire tip and sensor were observed to be damaged. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. There was no pt injury and no adverse events reported. The pt was released from the hosp according to the original treatment plan. This event is being reported as it is not possible to determine when the proximal coil became detached. No further action is required.